Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message after 7 days of wearing the adc freestyle libre 2 sensor and as a result, was unable to obtain sensor readings. The customer experienced unspecified hypoglycemia symptoms and could not confirm if she lost consciousness. The customer's husband provided her glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.